Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15510. It was reported that patient presented for follow up clinic experiencing pocket and chest stimulation. Upon interrogation, it was noted that atrial lead exhibited p-wave amplitude variation and failure to capture. It was found that atrial lead has dislodged. Programming changes were made and on (B)(6) 2021 the atrial lead was revised. During procedure, the right ventricular lead was revised to correct a slack issue. The procedure was tolerated well and the patient was stable.